Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that at the end of the procedure in the anterior tibial artery, the tip of the sport guide wire was noted to have separated. The tip was embedded in a collateral vessel, but it did not impact blood flow. Tip embolization was not a concern as the tip was noted to be stable in the vessel. No additional intervention was performed for the tip detachment. The patient did not report symptoms related to this tip separation. No additional information was provided.